Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error .